Event description:
In the 80's I had a nissan wrap for severe acid reflux (took stomach up around esophagus and fastened it so as to create a new valve). It failed in the 90's and they had to redo it. In (B)(6) 2014, I had sharp acute pains in the surgery area. Reflux was so bad I took 1-2 bottles of mylanta just to get by and had to drastically reduce eating. In (B)(6) 2014, an endoscopy revealed that (unknown to me) a "mesh material" was wrapped around my esophagus and then the stomach was tied up around the area. This "mesh" eroded through my esophagus and was going through it. I had to have surgery to fix the problem in (B)(6) 2014. They had to completely remove my entire stomach and I almost died. I did not get out of the hospital until (B)(6) 2014. My life is now a bare existence. I have extreme difficulty eating to survive. I went from (B)(6) pounds in 2013 to (B)(6) pounds today (six foot frame). I am a (B)(6) male veteran. At this point, with the problems I'm having, I'm not sure how much longer I'll survive this ordeal. Surgical data, along with all tests is available at the (B)(6) hospital in (B)(6). I will be glad to supply whatever information you require to investigate this. Due to the problems I've heard about the various problems reported with the use of a "mesh" in women, that this problem is almost identical. Please advise if you need anything else. (B)(6). Please note, event started back in the 90's and culminated in major surgery on (B)(6) 2014.